Event description:
A customer contacted beckman coulter inc., (bec) regarding an erroneously elevated total beta human chorionic gonadotropin (tbhcg) result generated by the access 2 immunoassay system for one patient who was eight weeks pregnant. Repeat testing of the patient sample reproduced the elevated results that did not fit the clinical picture of the patient. The customer performed manual dilutions of the patient sample that re-produced the elevated results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a lithium heparin plasma sample tube. Sample centrifugation information has not been supplied to date. The customer did not have any other issues with any other patient samples at the time of the event. Qc was performing within the customer's established ranges on the date of the event. System check data has not been supplied to date for this event. The customer has sent in sample to customer product line support (cpls) for testing. Per cpls testing, no interference was detected in the patient sample. Service has not been dispatched to date for this event. MDR associated with this event: 2122870-2011-05377.